Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ peg drill was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned fractured. Examination of the returned device with material analysis engineer indicated the device fractured due to torsional overload condition in the high stress region. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event found for this lot. Conclusions: the reported event was confirmed. Examination of the returned device with material analysis engineer indicated the device fractured due to torsional overload condition in the high stress region.

Event description:
The patient underwent the surgery with triathlon tka. The surgeon used the peg drill. And the peg drill was broken. Therefore the surgeon changed the peg drill to another drill bit.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient underwent the surgery with triathlon tka. The surgeon used the peg drill. And the peg drill was broken. Therefore the surgeon changed the peg drill to another drill bit.